Manufacturer narrative:
Prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the geenen pancreatic stent device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the bile duct, stent migration.¿ a definitive root cause could not be determined from the available information. However, cirl engineering & medical advisory agreed that the bile duct stricture was procedure related rather than device related. Complaint is not confirmed as it has been determined to be not device related. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Date aware: 01-nov-19.country of origin: (B)(6).device: unknown (5-fr pancreatic stent geenan).brief description: bile duct stricture after est in the ps-wgc group.event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study.ps-wgc is pancreatic stent placement followed by wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation )pancreatic stent was immediately placed after guidewire insertion to the pancreatic duct in the ps-wgc group.a total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included.in the ps-wgc group, a 5-fr pancreatic stent with an internal flange (advanix, boston scientific japan or geenen, cook japan, tokyo, japan) was placed immediately after guidewire insertion to the pancreatic duct, followed by attempts of wgc alongside the pancreatic stent in situ.1 patient suffered bile duct stricture after est in the ps-wgc group.